Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer, a child of seven years, received lower readings on her adc freestyle libre sensor compared to readings received on a competitor¿s meter and a hospital meter. Caller further reported that on (B)(6) 2018 customer performed a comparison with a healthcare provider¿s meter and received the following results: sensor: 65 mg/dl vs meter; 168 mg/dl. On (B)(6) 2018 customer was experiencing a headache so she scanned and received a reading of approximately 96 mg/dl which was compared to a reading of 465 mg/dl received on a competitor¿s meter. Because of the readings discrepancy, the child was taken to a hospital for a comparative hospital test. At the hospital, a reading of ¿around 400 mg/dl¿ was compared to a sensor scan result of 90 mg/dl (arrow vertically downward). Customer was diagnosed with hyperglycemia and treated with insulin and paracetamol. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history reivre) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer, a child of seven years, received lower readings on her adc freestyle libre sensor compared to readings received on a competitor¿s meter and a hospital meter. Caller further reported that on (B)(6) 2018 customer performed a comparison with a healthcare provider¿s meter and received the following results: sensor: 65 mg/dl vs meter; 168 mg/dl. On (B)(6) 2018 customer was experiencing a headache so she scanned and received a reading of approximately 96 mg/dl which was compared to a reading of 465 mg/dl received on a competitor¿s meter. Because of the readings discrepancy, the child was taken to a hospital for a comparative hospital test. At the hospital, a reading of ¿around 400 mg/dl¿ was compared to a sensor scan result of 90 mg/dl (arrow vertically downward). Customer was diagnosed with hyperglycemia and treated with insulin and paracetamol. No additional treatment was reported. There was no report of death or permanent injury associated with this event.